Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-04361. It was reported during dbs implant, the intracranial lead migrated due to improper securing of the lead by the guardian burr hole cover. Troubleshooting did not provide resolution. As a result, the physician opted to replace the burr hole cover. In turn, the case was completed. There was no known patient consequence.